Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient hospitalized with syncope. The monitor strips showed loss of capture (loc). The device remains in use, but the ventricular output was increased as a precaution. No further patient complications have been reported as a result of this event.